Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Though visual inspection, a small particle was observed between the film an the expansion chamber. Characterization testing was performed and identified the particle was consistent with polypropylene. A device history review was performed for the reported lot 2405116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the same lot were used for additional evaluation. All product was inspected, no particles or other foreign matter was observed within any of the expansion chambers. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing equipment undergoes routine cleaning and maintenance. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we could not identify a direct issue, it was determined this incident occurred due to a lack of cleaning in the mold and assembly area. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about foreign matter contamination. According to the customer report foreign object mixed in the inside of the 515111expansion chamber before use.